Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient was experiencing pain on her left leg after the lead was placed. The physician decided to explant the lead thinking to reduce the pain. The pain had subsided a little bit, but the patient was then admitted to the hospital. It was noted that the patient had no neurological deficit. The patient was prescribed neurontin medication and was reportedly doing well.